Event description:
Plenty of integrated bones were seen on the surface.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited dentist on (B)(6), but we couldn't get any other information.